Event description:
Reporter testing using accu-chek multiclix kit. Reporter states that lancet is getting stuck in the device. Reporter states that she pressed the release button and the device fired; however the lancet did not retract. Reporter states that she did not stick herself as a result. Reporter states no actions were taken. No treatment was received due to lancet not retracting. No adverse event reported. Reporter did not provide the locations where the problem was first discovered. A request was made for return of the suspect product and a replacement was sent. Accu-chek multiclix kit cat #04466152160, product #na.

Manufacturer narrative:
The suspect product is the multiclix lancet device.